Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved. Leak test and microscopic analysis was performed which identified striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: g.2., h.3., h.6.

Event description:
Healthcare professional reported a right side exchange from textured to smooth due to the concerns of the product and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of " capsular contracture, baker grade unknown " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown¿.

Event description:
Healthcare professional reported a right side exchange from textured to smooth due to the concerns of the product. Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.